Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gravity set w/cv 2ss 20 dp unv was difficult to inject through due to flow issues/blockage. The following information was provided by the initial reporter: "there have been several issues, in theatre, where specialists have been unable to inject through the bd smart site connector (2000e-04) and bd smart site gravity set (42209e). This has been predominantly with the prefilled juno syringes containing ephedrine and metaraminol but has also occurred with bd plastipak luer lok tip syringes of all sizes. It seems that the issues relate only to the bungs at present."